Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device is available for evaluation, and the manufacturing lot number was provided for review. The investigation is ongoing. If any additional relevant information is identified, the additional relevant information will be submitted in a supllemental report.

Event description:
Aspen surgical received a report from our distributor indicating that product was discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as comp-03413.

Manufacturer narrative:
The actual device was returned and evaluated. The sample shows that the film and tyvek are not aligned, and it can cause extra trim to be present on the edge, contributing as a cause for the sterile breach. DHR review was completed, and all inspections passed. It was found that there was a maching issue during the run. This issue caused the tyvek and film to go off track, allowing misalignment and some excessive trim to appear on the pouch. A quality alert was issued for production on complaint. If any additional relevant information is identified, it will be submitted in a supplemental report.